Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a device replacement procedure due to normal eri, the device was interrogated and several inappropriate automatic mode switching episodes were noted due to noise on the atrial lead. Diagnostic imaging was performed and no anomalies were noted on the lead. No intervention was performed. The lead remains implanted and will continue to be monitored. The patient was in stable condition.